Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This is being filed to update initial reporter name (e1) that was left off of last report.

Event description:
It was reported that there was a sudden increase in shock impedance measurements of greater than 125 ohms with the current programming of right ventricular (rv) coil to right atrial (ra) coil and can. Technical services (ts) was consulted and discussed to reprogram to single coil configuration as there was acceptable shock impedance measurements ranging from 95 to 105 ohms when programmed rv to can after in-office testing. The clinic indicated they would obtain an x-ray and discuss possible additional testing. The rv lead remains in service and no adverse effects were reported. The clinician did not provide a name at the time of the call. Attempts to obtain additional information from the clinic are being made. No additional information is available. If additional information becomes available, the report will be updated at that time. Initial reporter information was received. The field representative has not been informed of any further testing to date.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a sudden increase in shock impedance measurements of greater than 125 ohms with the current programming of right ventricular (rv) coil to right atrial (ra) coil and can. Technical services (ts) was consulted and discussed to reprogram to single coil configuration as there was acceptable shock impedance measurements ranging from 95 to 105 ohms when programmed rv to can after in-office testing. The clinic indicated they would obtain an x-ray and discuss possible additional testing. The rv lead remains in service and no adverse effects were reported. The clinician did not provide a name at the time of the call. Attempts to obtain additional information from the clinic are being made. No additional information is available. If additional information becomes available, the report will be updated at that time.